Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part number: 388.261 supplier lot number: h812484-03 synthese lot number: h812484-03 manufactured date: 06/11/2019 a manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Visual inspection: the 10nm torque wrench 11mm across the flats (p/n: 388.261, lot #: h812484-03) was returned and received at us customer quality (cq). Upon visual inspection, no issues were identified with the returned components of the device. Functional test: the functional test was performed on the returned device at service and repair. The highest torque of the device measured during calibration testing was not within the specified torque range of the device. Hence, the torque test failed high. Can the complaint condition be replicated with the returned devices? Yes service & repair evaluation: the customer reported the device failed in calibration. The repair technician reported the device failed high in the calibration testing. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed high. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed -10 n-m torque wrench complaint confirmed? Yes, the device received failed high in the torque test. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the 10nm torque wrench 11mm across the flats (p/n: 388.261, lot #: h812484-03). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during testing at service and repair, the torque wrench failed in calibration. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).